Event description:
(B)(4) the dealer reported that the ihcs7 carroll healthcare bed head end wheel caster detached form the unit while the patient was on it. At the present, no patient injury was reported. Should we receive additional information, this complaint will be reviewed, and a supplemental report submitted.